Manufacturer narrative:
The permanent cautery hook instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's conductor cap was broken off and missing. The missing cap gives way for inaccurate motion of the hook. It was concluded that the damage to the conductor cap may have been due to mishandling. Failure analysis investigation also found that the distal pulley exhibited mechanical indentations on and around the pulley. It was concluded that the damage to the pulley may have been due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the conductor cap found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci myomectomy procedure, it was identified that the hook pulley seems to pull away from the permanent cautery hook instrument. The pulley was loose then snapped back. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.